Manufacturer narrative:
Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was having jolting and painful stimulation. Patient stated that when this happens, their toes curl up and felt like it hurt so bad they would have a bruise kind of like when falling on your butt. They reported that this started happening end of (B)(6) 2017 and had been happening consistently since. Patient confirmed that therapy was on and they don¿t see an ins low battery icon. There was no falls or trauma, and they have not noticed any changes in or loss in symptom relief. Patient did report that the issue was related to positional movement; stating that sometimes if they were sitting or walking, they would get a hard jolt. Patient stated that it was still the same as it was when their healthcare professional (hcp) set it after the surgery and that they had not changed anything. No further complications were reported.